Event description:
It was reported that a malfunction alarm occurred on the pump, displaying malf 12. There was no adverse impact to the customer's blood glucose level, confirmed not to exceed 500 mg/dl. Cts provided instructions to reset the pump, which the customer followed, and the issue did not recur, allowing them to continue using the pump. Customer was instructed to call back if the malfunction reoccurs and acknowledged this directive.